Event description:
It was reported that during a gastric bypass procedure that the blade of the scissors broke. A new instrument was opened. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.